Manufacturer narrative:
H3, h6: the real intelligence cori, part # rob10024, serial # (B)(6), intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that any case would close and display an "internal error" after the bur selection screen. A log file review was performed. The reported problem was confirmed. Review of log and system files found that the internal error was a result of being unable to read the handpiecesettings.json file due to a data corruption. Review with the software team advised that this may have occurred due to the file not being closed properly by the software and seems to be a new bug. After the corrupt file data was removed, console seems to be functioning normally. The most likely cause of the data corruption seems to have been that the file did not properly close when data from a new handpiece was being written to it. This resulted in an incomplete data log and prevented the console from reading from or writing to the file. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The real intelligence cori for knee arthroplasty user manual (500230 rev d) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set-up for a cori-assisted tka, the real intelligence cori brought an "internal error: the system has detected that the application unexpectedly exited". Recon rep rebooted the system and entered a new case (repeated this 4 times), and was never able to get it to work. Surgery was performed after a delay greater than 30 minutes delay, using manual instrumentation. As this happened before surgery, patient was not yet involved.